Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) due to repeating error 23138. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the reported complaint. A review of the field error logs showed the unit had experienced the following errors: error 23138 eevt_hall_edge_to_edge_lim mtm_yaw, error 23007 eevt_jnt_soft_enverr_lim mtm_grip, and error 256 system_err_frl_estop_fault. For clarification, error 23013 was not found. A visual inspection was performed and showed the unit to had no external damages. The unit was placed on an in-house system and replicated the errors from the system logs. The unit was then placed on a surgeon side console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on the following: gravity balance test post sine cycle - sh failed. Failure analysis performed recalibration sequence and re-executed test, which passed despite unit failing on reboot after calibrations. Upon reboot after calibrations they encountered "error: manipulator failed to power up successfully! Please review error logs for system faults. Rel 23138 eevt_hall_edge_to_edge_lim (mcer) slow gravity balance test post sine cycle - wp failed slow gravity balance test post sine cycle - wy failed." The unit replicated the field error during reboot after calibrations. Additional failures were unrelated to the complaint. After investigations, failure analysis found the root cause to be due a bad axis 1 yaw motor and gimbal.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site experienced error 23138 related to the left master tool manipulator (mtm) on a dual console system. Onsite was not working at the time. The site attempted multiple power cycles with no change. The site then powered off and cycled the breaker for the console, powering back on with only one console. The system was then up and running with no errors. They proceeded with setup. The procedure was completed as planned with no reported injury.